Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterosalpingectomy ('all removed but ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterosalpingectomy (seriousness criteria medically significant and intervention required) and was found to have blood testosterone decreased ("testosterone & progesterone was low") and progesterone decreased ("testosterone & progesterone was low"). The patient was treated with surgery (hysterosalpingectomy). Essure was removed. At the time of the report, the hysterosalpingectomy, blood testosterone decreased and progesterone decreased outcome was unknown. The reporter considered blood testosterone decreased, hysterosalpingectomy and progesterone decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New events testosterone & progesterone was low was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterosalpingectomy ('all removed but ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterosalpingectomy (seriousness criteria medically significant and intervention required) and was found to have blood testosterone decreased ("testosterone & progesterone was low") and progesterone decreased ("testosterone & progesterone was low"). The patient was treated with surgery (hysterosalpingectomy). Essure was removed. At the time of the report, the hysterosalpingectomy, blood testosterone decreased and progesterone decreased outcome was unknown. The reporter considered blood testosterone decreased, hysterosalpingectomy and progesterone decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of product technical complain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterosalpingectomy ("all removed but ovaries") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterosalpingectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the hysterosalpingectomy outcome was unknown. The reporter considered hysterosalpingectomy to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.